Manufacturer narrative:
The gold hexed screw was received. Visual inspection revealed the screw had fractured from the base. There was evidence of slight wear, as the threads appeared to have flattened from a few places. There was some foreign matter observed on the screw threads. This could probably be some left over residue from the patient¿s mouth such as dried blood. Visual inspection in comparison to the drawing was consistent with the design of the implant mount. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw.